Event description:
A customer reported an error with their cgm, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, and the customer successfully restarted their sensor session without the error reappearing.